Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this device displayed noise and oversensing which lead to inappropriate shock therapy. This inappropriate therapy lead to ventricular tachycardia for which shock therapy was delivered. There were no additional adverse patient effects reported. The device remains in service.